Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device displayed "unable to analyze" message. Complainant indicated that they removed the electrode pads, shaved and wiped the patient's hairy sweaty chest, applied new electrode pads and the device still advised "unable to analyze". Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.